Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred right at start-up of the programmer and that it would go no further. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer boots to an error and also determined that all of the printer light-emitting diodes were flashing. The link electronic module board was replaced and calibrated. (B)(4).